Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. Per the hillrom user manual: the hill-rom 1000 bed requires an effective maintenance program. We recommend that you perform annual preventive maintenance (pm) and testing for joint commission. Pm and testing not only meet requirements but will help make sure a long, operative life for the hill-rom 1000 bed. Pm will minimize downtime due to excessive wear. Perform annual preventive maintenance procedures to make sure all hill-rom 1000 bed components are functioning as originally designed. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
On 13-nov-2025, a customer contacted technical service to report that gpac frame-assembled (product code p3930a000026, serial number (B)(6) , had power cord damaged with copper wires exposed. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.